Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that this npb40 portable pulse oximeter is missing segments in the pulse rate window. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The serial number was provided and the service history records were reviewed. No similar malfunctions were identified. However, the product has surpassed the end of service. No additional action is required at this time.